Event description:
According to the customer, they were walking with the "walker" and the "right side arm fell off" causing the customer to fall onto the floor and "jam their arm on the floor" causing their "right arm to break".

Manufacturer narrative:
According to the customer, they were walking with the "walker" and the "right side arm fell off" causing the customer to fall onto the floor and "jam their arm on the floor" causing their "right arm to break". Per the customer they did not require surgery "due to age" and they are taking "pain pills and waiting for the arm to heal on its own". The customer was unable to determine a product code or lot number of the device. The customer was unwilling to provide any demographic information. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.